Manufacturer narrative:
The returned product was evaluated and the investigation found a kink in the soft cannula. The data showed no indications that device struggled to deliver insulin. The fluid path was found to be complete with no holes or tears. The location of the kink was found to line up with the edge of the viewing window. These observations indicate that the observed kink occurred post use.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported his blood glucose reached 19 mmol/l (342 mg/dl) and that the cannula was bent. The pod was worn between 4 and 24 hours on the back.